Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product. There was no nonconformance which would have attributed to this failure mode.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the device was malfunctioning. The device was removed from the arm and the jaws were very red and hot. Staff unplugged the cable from the generator to stop the delivery of energy. Then the hemopro "caught on fire." A replacement unit was used to complete the procedure. The hosp did not report any pt complications.